Event description:
It was reported that during a gynecological procedure in 2007, the device made a constant loud noise. The case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 9/14/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.